Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to unknown reason. Patient is doing fine postoperatively with no complications. Unable to return ipg due to surgery center policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to unknown reason. Patient is doing fine postoperatively with no complications. Unable to return ipg due to surgery center policy.